Manufacturer narrative:
The suspected device was returned for evaluation. The review of event log performed and found nothing related to complaint. A review of the available service history identified no previous related repairs within the last 12 months. The visual inspection was performed and found that the downstream occlusion (dso) seal was cracked. The customer complaint was not confirmed. The probable cause was unknown.

Event description:
It was found during investigation of a returned pump that the downstream occlusion (dso) seal was cracked. This issue may interrupt therapy during use. There was no patient involvement, and no harm was reported.